Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. The patient's family member indicated that the patient had "an incident" and the family member was concerned that the implantable cardioverter defibrillator (ICD) was not working since the patient died of a heart condition when they had the ICD for the heart condition. The cause of death was noted to be myocardial infarction and heart failure. A request for additional information regarding device function at the time of death was requested but was not received.